Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 50 mg/dl. Customer was treated with carbs. Customer¿s current blood glucose raises to 70 mg/dl. Customer reports they did not receive a calibration not accepted alert. It was unknown that auto mode was used or not. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.